Event description:
It was reported that during a ptca procedure, the balloon would not fully deflate. The physician removed the partially inflated balloon without incident. No pt injury or complication occurred.